Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 500mg/dl, associated with an alleged battery life issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed low battery alarms occurred with three separate batteries out of at least two separate packs. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a battery life issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-dec-2018 with the following findings: during investigation, there was evidence of moisture corrosion observed in the battery compartment. The pump cover was removed no evidence of internal pcb moisture was found. A pump was returned with a case crack between case seal and keypad and battery compartment crack below grip. The black box verified fluctuating vp battery voltage and frequent low/ replace battery alarms. Pump passed all required testing with no low or replace battery alarms duplicated . Current draws are with in spec . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.